Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl. The customer stated has been having a lot of problems with 670g lately and the customer has had to change three sensors and doesn¿t know if it means she needs a new transmitter or not and would prefer to get a new transmitter it was day 1 of every sensor and it would say sensor acting up it would say blood glucose required then she would give the blood glucose then calibration was required then she would do it and then it would ask for blood glucose then it would say change sensor and next one would say change sensor and one didn¿t even warm up. The customer stated that she got a change sensor 4 times yesterday and went through 3 sensors. The customer was advised that the sensors will be replaced. The product was returned for analysis.